Event description:
Review of the case info reported a customer receiving imprecise sequential readings on freestyle flash blood glucose meter. The customer obtained a reading of 'hi' as 27.8 mmol/l there was no report of death, or mistreatment associated with this event.